Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. It was reported that the power issue was occurring during, or immediately after, a battery change. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 10/07/2014 with the following findings: the reported event, of an intermittent-power issue, could not be adequately investigated due to an unrelated blank-display issue; thus no conclusions could be determined in this regard. Inexplicable reboot events, which can be indicative of the event type reported, were observed in the black box data. The battery compartment was completely intact. No evidence of moisture damage was found inside of the battery compartment. The battery cap was able to secure to the pump per the instructions for use (IFU). The pump powered on, as confirmed by the presence of the auditory and vibratory cues. The battery cap contact measurements were found to be within the specifications. No power-related failures were observed during the analysis. The pump case was removed, and no evidence of moisture ingress or loose internal components was observed. Unrelated to the reported event, the display screen was found to be cracked in several places; this device failure directly caused the blank display issue.

Manufacturer narrative:
Follow-up #1 - date of submission: 09/04/2014 ¿ additional information: the pump has been returned to animas. Evaluation has not yet been completed. When evaluation is completed, a supplemental report will be filed. (B)(6). (B)(4).